Event description:
Boston scientific received information that the suture on the suture sleeve of the right atrial lead was broken during pocket revision. The physician re-sutured the sleeve to secure the lead without complications. Subsequent information revealed that the patient reported of pain in the pocket since the last procedure. The device was reprogrammed and treadmill test performed without issues thus it was decided to electively remove the device and leads. A revision was performed successfully. The ra lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead. These damages were caused most likely by means of mechanical instruments during the explant surgery. Further inspection revealed deformations of the outer coil in the region of the suture sleeve. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.